Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not calibrated with the screen. The user attempted to use the calibration disk multiple times was not able to calibrate the stylus. The programmer was returned for service. No patient complications have been reported as a result of this event.